Event description:
Additional information received reported that the etiology was related to the device or therapy and related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to the implantable neurostimulator (ins) pocket.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was that the pulse generator had flipped. The outcome was resolved without sequelae. Interventions included repositioning the device. Diagnostic methods included an x-ray. The etiology was noted as related to the device or therapy and related to the implant procedure. The etiology was noted was related to the ins pocket. Relevant medical history included: spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no cause was determined for the ins flipping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.